Manufacturer narrative:
The device was returned for analysis. Visual and tactile examination identified multiple kinks along the length of the hypotube shaft. Visual inspection of the outer and inner lumens, as well as tactile examination of the entire extrusion, revealed no issues. Visual examination confirmed that the stent had been deployed from the balloon and was received fully detached from the delivery system. Microscopic analysis indicated that the stent had been deployed via inflation and was deformed. Evidence showed that the balloon had been subjected to positive pressure and had been inflated. The bumper tip showed no signs of distal tip damage. E1 initial reporter phone: (B)(6).

Event description:
Reportable based on device analysis completed on 28nov2025. It was reported that a shaft damage occurred. The 90%stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending coronary artery. A 28 x 2.25 mm promus premier stent was selected. During the procedure, burrs were noted; however, further evaluation clarified that the burrs were present on the delivery shaft rather than the stent itself and resulted from attempts to cross the lesion. The procedure was completed with another of same device, with no reported patient complications. However, returned device analysis revealed a stent detached/separated.